Event description:
A malfunction alarm occurred, displaying code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance with resetting the pump from technical support, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code recurred.